Event description:
It was reported that the patient was unable to turn off her implantable neurostimulator (ins). It was further reported that she was unable to turn it off "because the stimulation off button was stuck and then came out." It was noted that the patient had this issue for "several months" prior to report. The patient stated that her pocket site would get "sore" due to "charging for long periods of time." The patient was redirected to her health care provider. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the patient's physician stated the patient's "charger was not working properly" and they "needed a new re-charger."

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008. Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was further reported that the patient received assistance over the phone from a company representative and the issues resolved.